Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged while the physician was slitting the sheath. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Concomitant product: 5086mri implantable pacing lead - (B)(6) 2012. (B)(4).